Manufacturer narrative:
The cartridge was not returned for evaluation and a lot number was not provided. Without a lot number, a device history review (DHR) could not be performed. Biocompatibility has been established. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage system one user guide includes allergic or adverse reaction as potential risks associated with dialysis treatments and the instructions for use include warnings to observe the patient and monitor physical status for potential complications. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on 7 may 2018 from the intensive care unit (ICU) director of nursing, that a (B)(6) year-old female patient in ICU experienced hypotension, decreased oxygen saturation and a red macular rash approximately ten minutes into a continuous veno-venous hemofiltration (cvvh) treatment that day. The patient received (B)(6) 50mg intravenous (IV), solu-medrol 125mg IV and vasopressin 0.4 u/min. Symptoms resolved and the patient later received hemodialysis with a dialyzer from a different manufacturer.